Event description:
Correction to the event description needed to indicate the non-sustained right ventricular over-sensing (nsrvo) episodes were due to the implantable cardioverter defibrillator (ICD) post-sensed t-wave over-sensing (pstwos).

Event description:
Additional information received indicated additional programming changes were made to the implantable cardioverter defibrillator.

Manufacturer narrative:
Correction to first notification date: programming changes were made on (B)(6) 2021 but not recorded, hence this report is a correction to indicate the correct awareness date of said intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. The implantable cardioverter defibrillator (ICD) was noted to be over-sensing, triggering non-sustained right ventricular over-sensing (nsrvo) episodes. The patient was asymptomatic. Programming changes were made but they were unsuccessful. The patient was in stable condition.